Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, on (B)(6) 2020, the patient went to the emergency room with blood glucose level of 688 mg/dl and could hardly walk. He had ketoacidosis which the patient felt was life threatening. While in the emergency room, the patient underwent regular procedure, he was unsure of exact procedures, as he was in a daze, not sure of what was happening around. He received saline and intravenous medication (drug name unknown) as corrective treatment, but after staying for a couple of hours in the emergency room, the patient was unstable and admitted to the intensive care unit due to high blood glucose level, where he received fluids of saline, insulin and intravenous medication (drug name unknown), which resolved the issue. On (B)(6) 2020, the patient was released from the hospital. Reportedly, the patient stated that he lost his appetite, did not eat for three days and vomited so powerfully there was some damage to his esophagus, but it seems to be healing. Moreover, he did not notice any damage to the infusion set when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.